Event description:
It was reported that a patient underwent a total hip replacement. During surgery a delay greater than 30 minutes was reported due to the cup didn't fit with the liner, a bigger cup and liner size had to be implanted and fixed with bone cement. Outcome of the patient was good.

Manufacturer narrative:
The associated reflection liner and reflection 3 hole shell were returned and evaluated. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. A quality hold was requested. With the information currently available, we are considering this to be an isolated event. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.